Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer inserted a sensor this morning but the transmitter did not flash green. The customer received a sensor error alarm and called medtronic. The customer was advised to remove the sensor and upon removal they noticed that the cannula was missing from the sensor. It was explained to the customer that the cannula may have been stuck in the serter itself. No products were returned and a replacement sensor was shipped to the customer.